Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported an impella cp pump was placed for a patient admitted in with planned high risk surgery for the ventricular septal defect. While in the coronary care unit, persistent blood leakage was observed from the groove next to the shaft of the repositioning sheath (sterile sleeve side). Due to the persistent blood leakage, the outside of the blue nose was ligated with silk suture, resulting in symptom improvement. A small amount of blood leakage continued thereafter. The pump was explanted several days later and the patient survived.